Event description:
Procedure: lap gastric bypass. According to the reporter, the lower jaw broke off inside the pt after one or two applications of the instrument. The lower portion of the jaw broke about 2/3 from the apex. The piece was never lost from sight and was removed from pt. A new instrument was opened and used. There was no report of pt injury. Unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B)(4).